Manufacturer narrative:
Follow-up: 1/30/2016 - customer reported that an injection was administered and cartridge changed to stabilize bg levels. Customer declined to provide any further information. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 (mg/dl). Reportedly, the customer changed their supplies twice to address elevated bg level. Customer declined any further troubleshooting or to provide any additional information on the reported event. Recommendation was made to change infusion site and supplies.